Event description:
The manufacturer received information alleging an humidifier is not working, unit is beginning to cut off in the middle of the night, headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an humidifier is not working, unit is begining to cut off in the middle of the night, headaches related to CPAP device's sound abatement foam. There is no allegation of serious or permanent harm or injury. Despite of multiple attempts on the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 updated in this report.